Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during a repositioning procedure of this right ventricular (rv) lead due to suspected noise on the pace/sense channel, it was noted that during the case the issue was a delayed perforation following the original implant procedure. Two separate stylets were used to reposition the rv lead. The lead was repositioned successfully. No additional adverse patient effects were reported.